Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a critical pump error alarm. Customer's blood glucose was unknown. It was reported that display screen showed a red x. It was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with critical pump error open book image and broken force sensor error alarm was present in long trace file due to corrosion on force sensor assembly. Corrosion was found on the battery tube, all electronic assemblies and on the motor home switch. Unable to perform displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical pump errors. The insulin pump had scratched casing, minor scratches on lcd window, pillowing keypad overlay, cracked case on battery tube area and cracked battery tube threads.